Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a no delivery alarm during the fill tubing process. Troubleshooting found insulin was able to exit with a push plunger and the insulin pump did not alarm no delivery. Customer also reported experiencing high and low blood glucose. The customer stated their blood glucose declined to 40 mg/dl. Customer treated their blood glucose with orange juice. Customer's blood glucose was 150 mg/dl at the time of the call. The customer also reported their blood glucose rose to over 295 mg/dl in a previous event. Customer did not report any symptoms of high blood glucose. Troubleshooting did not find any issues with the insulin pump. The insulin pump will not be returned for analysis.